Event description:
It was reported that the ilet shut down after a supply change and subsequently displayed repeated ¿unable to proceed¿ alerts during the rewind step, consistent with a mechanical problem; the device was restarted and powered on via the charging pad, but the alert persisted, and the user transitioned to an alternative insulin therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.